Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a revision surgery (date not reported) for partial removal of the ball electrode due to infection.it was also reported that the patient experienced swollen scar tissue with fluid resulting in the rupture of the wound. The patient was treated with antibiotics (date & type not reported).additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.